Event description:
The device was used during a laparoscopic hernia repair. Surgeon complained the gun misfired/staples jammed. A second device was opened and surgeon experienced same problem. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: broken nose weld. Results of evaluation: conclusion: a)it was concluded that the reported inst. "Misfired staples. The instr. Was received with the trigger in the precocked position and with excessive dried body fluids in the cartridge assembly. The lifter was sticking due to the exessive dried fluids and the cartridge nose weld was observed to be broken. No conclusion could be reached as to how the nose weld had broken and no functional testing could be performed. B)it was concluded that the instr. Was conforming with regard to staples feeding, firing and forming. The instrument was received with a staple protruding out of the cartridge nose. The instrument was examined, was found to be functional, and was cycled and fired the remaining 11 staples without incident. No conclusion could be reached as to why the reported inst. "Jammed". Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.